Event description:
Boston scientific received information that this patient's system was explanted secondary to infection. This pacemaker and the associated right ventricular (rv) lead were utilized for external pacing until a new system could be implanted.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.